Event description:
It was reported that the procedure was to treat a lesion in the posterior lateral artery. The 2.0x12mm mini trek balloon dilatation catheter (bdc) was prepped prior to use with no issue or leak noted. After advancement to the target lesion, the mini trek bdc was noted to be leaking in the hub area. During removal of the mini trek bdc, although no resistance was noted, the proximal shaft near the hub separated. The bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another 2.0x12mm mini trek bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation or leak reported from this lot. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required.